Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Additionally, it was reported that a cartridge change error occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 300-325 mg/dl range.